Event description:
Clinical study. Same case as 6000089-2007-01648. It was reported that 551 days after a coronary drug eluting stenting treatment procedure, the patient had unstable angina and thus required a target vessel reintervention (tvr). The patient presented for treatment with an acute myocardial infarction. The index procedure treated a 2.5x22mm, 80% stenosed lesion in the mid left anterior descending artery (mid lad) with predilation and placement of a taxus express2 2.5x24mm drug eluting stent. Residual stenosis was 0%. The procedure also treated a 2.5x12mm, 100% stenosed lesion in the proximal lad with predilation and placement of a taxus express2 2.5x12mm drug eluting stent. Residual stenosis was 0%. The outcome was successful for both stent deployment. The patient was discharged 10 days later. Heparin, bivalirudin, aspirin, clopidogrel, coreg, ace inhibitor, and statin were administered during the procedure. At 551 days post index procedure, the patient presented with unstable angina and had progression of symptoms as shortness of breath, dyspnea on exertion, and orthopnea. Cardiac catheterization performed 77 days before showed severe 3 vessel disease with high grade ostial lad and distal left main. The patient was referred to surgeon for coronary artery bypass graft (CABG) and had 5 vessel bypass procedure 556 days post index procedure. The patient had post-operative atrial fibrillation, acute blood loss and volume overload postoperatively. The event was resolved 9 days post CABG. The physician summarized the event as coronary artery disease and congestive heart failure and assessed the device relationship as possibly.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.